Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies.

Event description:
It was reported that the patient was unable to charge his device after he fell off of a roof. The patient was unable to obtain any coupling bars during recharging. The device was able to communicate with an 8840 for reprogramming. The patient had good stimulation coverage and good impedances. The stimulation was turned off. Fluoroscopy confirmed that the device had flipped. The device was noted to be half-way charged. The physician flipped the device twice and was unable to get the device to couple/charge. The device was replaced. There were no injuries due to the procedure and the patient recovered without sequela after the device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they had the battery replacement because they fell off a barn and ¿messed it up¿. The patient reported that they had everything replaced except the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model 39565-30 lot# unk (B)(4) implanted: 2009 (B)(6) explanted: unk, lead model 37752 lot# unk (B)(4) implanted: unk explanted: unk, lead model 37743 lot# unk (B)(4) implanted: unk explanted: unk, lead model 3708120 lot# unk (B)(4), implanted: 2009 (B)(6) explanted: unk, lead model 3708120 lot# unk (B)(4) implanted: 2009 (B)(6) explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.